Event description:
It was reported that, during an attempted transmission using a mycarelink monitor for a leadless implantable pulse generator (ipg), the remote monitor was unable to detect the implanted device. Troubleshooting was performed by placing a dry washcloth between the reader and the implant, removing potential sources of electromagnetic interference within 6 feet, attempting the transmission in a different room, and reattempting the transmission after electromagnetic interference removal. Telemetry was not successful, and the progress bar did not fill during the transmission attempt. The individual was unable to establish telemetry after completing troubleshooting steps, and the individual was advised to follow up with the clinic for further evaluation. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.